Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers/manufacturers. The overall baseline gender characteristics is male; the age of the patients was 65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿five-year follow-up of transvenous and epicardial left ventricular leads: experience with more than 1000 leads.¿ interactive cardiovascular and thoracic surgery 30 (2020) 74¿80. Doi:10.1093/icvts/ivz239. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications while using a transvenous coronary sinus lead or an epicardial left ventricular lead. There were patients who required a lead revision due to decreasing or increasing pacing impedances, lead dislocations, early exit block, painful phrenic nerve stimulation, or continuous increase of pacing thresholds. Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers/manufacturers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.